Event description:
A small cut to my face near my nose [skin laceration]. Bled-face [skin haemorrhage]. Head of the toothbrush came away from handle mid brushin-oral-b/power toothbrush - rechargeable [device breakage]. Case narrative: consumer reported via e-mail that head of the toothbrush came away from the actual handle mid brushing resulting in the handle head going straight into my skin, resulting in a small cut to my face near my nose which bled for some time. No serious injury reported

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.